Event description:
It was reported that after inserting a new freestyle libre 3+ sensor, the user was initially unable to scan the sensor with the ilet mobile app, consistent with a device use issue related to sensor communication. No adverse clinical effects and no impact to blood glucose were reported. Outcomes included no alarms, no medical intervention, and no hospitalization. User support included remote troubleshooting and education, including a power cycle of the phone and guidance to reattempt the scan within the ilet app. Investigation of this case revealed that the device functioned as designed after standard troubleshooting and that the issue resolved when the user rebooted the phone and rescanned the sensor, indicating a transient pairing or app communication issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity related and resolved with standard troubleshooting.